Manufacturer narrative:
Brand name corrected from promus element plus everolimus-eluting platinum chromium coronary stent system to promus element¿ plus. Upn- search corrected from unk717 - promus element plus - cmc - maple grove (intervent cardio) - 30000 to h7493918438250 - f/g,promus element plus,mr,ous 2.50x38mm - 39184-3825. Upn corrected from unk717 to h7493918438250. Catalog/model #, complainant name, complainant city, and fax number updated. (B)(4).

Event description:
Promus element plus japan pmss clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented with stable angina pectoris and percutaneous coronary intervention (pci) was performed on an elective basis. Target lesion #1 was located in the left anterior descending artery and a 2.25x28mm promus element plus drug-eluting stent was placed at 8 atmospheres. Post-dilation was performed and there was 0% residual stenosis and timi 3 flow restored. Target lesion #2 was a 90% stenosed, 38x2.5mm, concentric, type b, containing a bend of <45 degrees was located in the severely tortuous proximal left circumflex (lcx) artery. The lcx lesion was treated with predilation and deployment of a 2.5x38mm promus element plus drug-eluting stent at 12 atmospheres. Post-dilation was performed and there was 0% residual stenosis and with timi 3 flow was restored. Two days after, the patient was discharged. In (B)(6) 2016, coronary artery restenosis occurred in the left circumflex. Pci was performed in (B)(6) 2016 and the issue was considered resolved. There were no further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented with stable angina pectoris and percutaneous coronary intervention (pci) was performed on an elective basis. Target lesion #1 was located in the left anterior descending artery and a 2.25x28mm promus element plus drug-eluting stent was placed at 8 atmospheres. Post-dilation was performed and there was 0% residual stenosis and timi 3 flow restored. Target lesion #2 was a 90% stenosed, 38x2.5mm, concentric, type b, containing a bend of <45 degrees was located in the severely tortuous proximal left circumflex (lcx) artery. The lcx lesion was treated with predilation and deployment of a 2.5x38mm promus element plus drug-eluting stent at 12 atmospheres. Post-dilation was performed and there was 0% residual stenosis and with timi 3 flow was restored. Two days after, the patient was discharged. In (B)(6) 2016, coronary artery restenosis occurred in the left circumflex. Pci was performed in (B)(6) 2016 and the issue was considered resolved. There were no further patient complications reported.